Event description:
It was reported that, "this trident hemispherical cup was implanted over a yr ago. X-rays taken last month indicated a change in cup position. Cup was revised."

Manufacturer narrative:
Neither the device nor add'l info has been made available at this time.